Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services (ts) was consulted and recommended device replacement. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A gfe was sent to request information regarding device return and initial reporter details, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services (ts) was consulted and recommended device replacement. This device was explanted and successfully replaced. This product has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A gfe was sent to request information regarding device return and initial reporter details, if a response is received, a supplemental report will be uploaded.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A gfe was sent to request information regarding device return and initial reporter details, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services (ts) was consulted and recommended device replacement. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.